Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver administered external insulin while the patient remained connected to the ilet, and the blood glucose was reported at 391 mg/dl; the event was characterized as an improper procedure with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to administering insulin without disconnecting the ilet, and no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.